Event description:
It was reported that 6 bd microtainer® tubes with lh (lithium heparin) were believed to be sodium lithium tubes and used for cytogenetic testing, where they were rejected by the clinic for "lithium us cytotoxic". The issue was discovered after use. The following information was provided by the initial reporter: stated the 6 green top microtainers had been drawn at the next-door children's hospital and sent to the clinic for genetic testing, only to be told they were unacceptable b/c lithium us cytotoxic. I told him sodium heparin microtainers are not available at this time, and we have no data supporting the use of lithium heparin for cytogenetic testing. I told him a 2.0 ml vacutainer is available with sodium heparin, and may be used when venous blood is drawn from neonates, typically from central lines.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination. Retention samples were visually evaluated for correct caps with acceptable results. Per complaint history check this is the first complaint reported for the same defect/condition for lot 912391n. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The product circular (vdp40084) which contain the instruction for use (IFU) was reviewed. It was noted that the additive that is used in microtainer plasma tubes using green and mint green caps is lithium heparin. Packaging components like the polybag, shelf label and case label also clearly state that the additive used for this product is lithium heparin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 bd microtainer® tubes with lh (lithium heparin) were believed to be sodium lithium tubes and used for cytogenetic testing, where they were rejected by the clinic for "lithium us cytotoxic". The issue was discovered after use. The following information was provided by the initial reporter: stated the 6 green top microtainers had been drawn at the next-door children's hospital and sent to the clinic for genetic testing, only to be told they were unacceptable b/c lithium us cytotoxic. I told him sodium heparin microtainers are not available at this time, and we have no data supporting the use of lithium heparin for cytogenetic testing. I told him a 2.0 ml vacutainer is available with sodium heparin, and may be used when venous blood is drawn from neonates, typically from central lines.